Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. Leaks were found so they tightened loose clamps at the manifold and autotuned. No new parts needed.